Manufacturer narrative:
Concomitant medical products: 694758 lead implanted: (B)(6) 2016.

Event description:
It was reported that post implant the right atrial (ra) lead had high thresholds. It was also reported the right ventricular (rv) lead had small r waves. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.